Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels (no exact values provided) and hospitalization. At 03:00 am the patient was taken to the hospital by an ambulance having a blood glucose blood level of 22.2 mmol/l and ketone bodies upon arrival. Before calling the ambulance, the customer had hyperglycemia symptoms like stomach- and bellyaching, felt nauseas, headache, and vomiting. Once at the hospital, the patient was treated with an electrolyte infusion and an insulin pen. The customer advised that the doctor did not take the pump off of her during the period she stayed in hospital. The customer stayed in the hospital overnight, and once her blood glucose levels were back to normal, the customer was released from the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.